Manufacturer narrative:
The reported failure "rotaflow shut down" was discovered during patient treatment. The device was directly involved in the incident and was not ablte to meet its specifications. A third party engineer could confirm the failure. According to the email battery information by a third party engineer dated on (B)(6)2020 the battery failure could be confirmed. The replacement battery has been ordered and the exchange will take place. The last replacement of the current battery has been in 2016. The most probable root cause could be determined as the life time of the battery was due, based on the information that the last replacement was 4 years ago (in 2016). According to the instruction for use (instructions for use / 4.2 / en / 13; chapter 3.3.4 battery operation): "check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery." The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The rota-flow completely stopped (complete shutdown) while the indicator show that mains power is connected, the clinical staff restarted the rotaflow console, it started to work normally. No patient was harmed. Complaint ID: (B)(4).